Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2023 additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7070347. Product family: dbs-linear leads upn: m365db2202450. Model: db-2202-45. Serial:(B)(6). Batch: 7076912. Product family: dbs-ipg-r-MRI upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 503451. Product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7085363.

Event description:
It was reported that the deep brain stimulation (dbs) patient physically manipulated his skin which created erosion at the lead extension site. The lead extensions were exposed therefore, the patient underwent an explant procedure wherein all dbs leads, lead extensions and the implantable pulse generator (ipg) were removed as a precaution to prevent infection. A culture was taken which revealed the presence of skin flora however an infection was not able to be confirmed. Regardless, the patient was given antibiotics as a preventative measure. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.